Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. Additional information revealed that the patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jul2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected and will not be returned for evaluation.

Event description:
It was reported that the patient was a bridge to transplant and underwent heart transplantation. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.